Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. Date of event is estimated.

Event description:
It was reported that patient received replace generator message earlier than intended. Patient stated that they lost stimulation. Field representative connected with the clinician programmer and received the same message. Patient may go under surgical intervention to resolve the issue.